Event description:
It was reported that during withdrawal, at the completion of the procedure, a marker band from the introducer sheath of an ivc filter dislodged in subcutaneous tissue. Subsequent CT scans and fluoroscopy demonstrated the marker band was completely outside of the vessel, lodged within the subcutaneous tissue at the femoral access site. Reportedly, the access site contained scar tissue and was pre-dilated to 8f prior to advancing the sheath and dilator. The pt is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter and marker band remain implanted. The delivery system was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.